Event description:
It was reported the pt felt shocking sensations in his legs when the scs system was on. The sjm representative instructed the pt to turn the system off with the magnet. Follow up identified the pt still had his system turned off, and was working to set up an appointment with a physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.